Event description:
Customer reported the touch screen is not working correctly and the system won't display some images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the touchscreen. Was not able to reproduce the image display problem. System operates as intended.